Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely degradation led to component failure regarding the chipped plastic distal end cover. Regarding the residue buildup, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrovideoscope exhibited residue buildup on the objective lens and on the plastic distal end cover. Additionally, the plastic distal end cover was chipped. There was no patient involvement.